Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when using catheters customer notice it was rough on the edge, when he used the catheter, it caused pain and bleeding". At the time of this report, the customer has not responded to any requests for additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when using catheters customer notice it was rough on the edge, when he used the catheter, it caused pain and bleeding". At the time of this report, the customer has not responded to any requests for additional information.